Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation of bad angle was confirmed. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and play of up/down knob was out of the standard value. The following events were identified during inspection and are as follows: (a.) Adhesive on the bending section cover had a crack and white-clouded area, (b.) The image guide protector was damaged, (c.) The switch button 1 had a scratch, (d.) The mouthpiece was loose, (e.) The switch button 1 and 3 button had a scratch, (f) and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope exhibited a bad angle. There was no report of patient or user harm associated with the event. Subsequently the device was returned to olympus. An evaluation of the returned device revealed foreign matter clogging in the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could have contributed to the retention of foreign material and no additional event or device reprocessing information was reported or available, however, the issue was likely the result of improper user handling/insufficient device cleaning and or reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system ¿9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device